Event description:
During an arthroscopic procedure using a coblator ii surgery system, the unit reportedly powered on and off multiple times with no error messages. In addition, the surgeon indicated that the coagulation and ablation was not consistent while powered on. The procedure was completed; however details regarding how the procedure was completed were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.